Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 15 events were reported for this quarter. 2 devices were available for evaluation but have not yet been received. 13 devices were received for evaluation. 13 events were confirmed during testing. 5 devices were found to be affected by a corrosion. 1 device was found to be affected by a worn trigger assembly. 7 devices were found to be affected by a damaged trigger assembly. 13 devices were repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 15 malfunction events in which the device had run-on. 12 events had no patient involvement; no patient impact. 3 events had no known patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale 2 previously reported events are included in this follow-up record. - 1 previously reported event had the device evaluated. - 1 previously reported event has corrected data. - corrected data: b5, h10 (product return status)   product return status 1 device was reported as not available to stryker for evaluation.   Evaluation status 1 reported event was confirmed during testing. - 1 device was found to be affected by non-stryker repairs.   Additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused. 3ps.

Event description:
This report summarizes <noe> 15 </noe> malfunction events in which the device had run-on.